Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced a loss of consciousness. At the time of the event, the cgm displayed a glucose reading of 116 mg/dl. The patient was found by her husband, who immediately called for an ambulance. He performed a fingerstick test, which showed a blood glucose level of 61 mg/dl, indicating a discrepancy between the cgm and actual bg levels. Upon arrival, paramedics administered intravenous glucose, after which the patient regained consciousness and recovered. She was not transported to the hospital, and there is no documentation of further medical evaluation or intervention. At the time of reporting, the patient was reported to be stable and doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.